Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to stimulation down their leg and stimulation to be felt even though the device was off, the patient said a change to device programming. They also said readjusting stimulation resolved both issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their device off because it was painful for them, which started 3 weeks ago. The caller stated the stimulation was going down the leg and was hurting the patient. The caller confirmed the stimulation was at 0.0v. It was reviewed to turn stimulation off as well as 0.0v. The caller stated the patient turned the device off and now they felt the wire going down the leg, the device was pulsating even when it was off. The caller stated they patient felt the stimulation on the side and front of the leg. It was also noted the device had been off (0.0v) for 3 weeks. The caller was redirected to the patient¿s healthcare provider. No further complications were reported.